Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower chrhb drawer failed and was off bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that half-height drawer 1.1 had multiple cubies failing randomly and not being detected on the bus. The customer had performed a reboot, which temporarily resolved the issue; however, it was identified as a temporary fix. The fse reseated the cables for the controller board, which resolved the issue, and all components were tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.